Event description:
It was reported that the 100ml of a secondary medication did not infuse. The secondary infusion was connected to the upper port of the primary set, it did not flow until the line was forcibly opened with manual flushing of a saline syringe with significant force. This resulted in the patient not getting the medication needed for 1+ hours while in the ed. The primary line had 1000ml of ns infusing. The secondary medication was to lower the patient's hypertension. There was no harm.

Manufacturer narrative:
The customer¿s report of 100ml of a secondary medication did not infuse was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed during visual inspection. Closer inspection of the set¿s tubing, components, and connections under a microscope observed no evidence of any materials that may have caused the customer¿s observed unable to infuse. Functional testing showed no anomalies. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 100ml of a secondary medication did not infuse. The secondary infusion was connected to the upper port of the primary set, it did not flow until the line was forcibly opened with manual flushing of a saline syringe with significant force. This resulted in the patient not getting the medication needed for 1+ hours while in the ed. The primary line had 1000ml of ns infusing. The secondary medication was to lower the patient's hypertension. There was no harm.